Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 20:39:51. During night drain cycle 15, the patient's ultrafiltration reading was 615ml, indicating the home patient (hp) drained 615ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. However, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.